Event description:
It was reported that the mdu hand control shaver hand piece would not turn on and the handle got hot during a shoulder procedure. A delay of 0-30 minutes was noted. A procedure was completed using another device. No patient injury or complications were reported.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.